Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system did not turn on completely. Upon troubleshooting fse found that he air conditioner malfunctioned, leading to the failure of the temperature alarm circuit in the technical room. As a result, the room temperature increased significantly, which in turn caused failures in several components, including the ps ID coll power supply, ipc computer (geometry), and scc1 card. To resolve the issue, fse geo pc, the fdc power supply controller, reloaded the software and performed system configuration. The defective geo ipc and fdc power supply was returned to philips for analysis. The cause of fdc ps failure could not be conclusively determined by the supplier's part analysis whereas the cause of geo ipc failure was due to the power related issue. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system does not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.